Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018 and suture was used. During the procedure, the suture broke and the needle pulled off. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional: it was reported performance breakage suture and performance pull off suture needle. Two needle of product code w8556, lot mkj535 were returned for analysis. The product code is double armed. During the visual inspection of the needles, the swage and attachment area were as expected and remnant of the suture was noted into the barrel hole and slightly marks were observed on the edge of the needles that appears to be by the use of a surgical instrument. The suture was not returned. Marks were observed on the edge of the needle. In order to avoid this kind of damage the packages insert (IFU) cautions: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. According to the sample condition, suggest an improper handling of the sample.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.